Event description:
It was reported that an unspecified number of syringes s2 ns 20ml experienced the tip/luer of syringe breaking off during use. The following information was provided by the initial reporter: while inserting an indwelling catheter for an emergency caesarean section, the tip of the 20 ml syringe broke off in the urinary catheter valve. The balloon could not be inflated.

Manufacturer narrative:
H6. Investigation: a device history review was completed on material number 309210 and lot numbers 9170677 and 9238609. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two picture samples were received for evaluation by our quality team and it was observed that the syringe barrel tip was broken. During the production process, there is a detection system in place to reject syringes with broken parts, like the tip of the barrel. It is possible that incident resulted from imperceptible damage to the barrel that could have produced breakage at the tip during use. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9170677, medical device expiration date: 2024-06-30, device manufacture date: 2019-06-19, medical device lot #: 9238609, medical device expiration date: 2024-08-31, device manufacture date: 2019-08-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes s2 ns 20 ml experienced the tip/luer of syringe breaking off during use. The following information was provided by the initial reporter: while inserting an indwelling catheter for an emergency caesarean section, the tip of the 20 ml syringe broke off in the urinary catheter valve. The balloon could not be inflated.